Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor attempted to use angio-seal post left heart cath procedure. A 5 fr sheath was used for the procedure. The angio-seal device met resistance and would not enter the vessel. After removing the device the doctor noted that the device was starting to fish mouth and that the transition was too bulky. The closure was completed using a mynx product. It was reported that the patient is stable. Blood loss was reported to be less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6 fr angio-seal vip device was received for product evaluation at terumo medical corporation. The carrier tube assembly was returned with the arteriotomy locator and hemostatic sheath. The returned components were subjected to visual analysis. The arteriotomy locator was returned partially inserted in the hemostatic sheath. The two components were not properly mated as the hub of the arteriotomy locator was not fully inserted into the hub of the hemostatic sheath. There was a kink present in the hemostatic sheath at the blood inlet hole. There was no kink with the arteriotomy locator. Functional testing was performed to fully mate the hemostatic sheath and arteriotomy locator. The two components were successfully mated. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. However, based on the investigation results it is likely the reported event resulted from insertion difficulties experienced by the user. Off axis forces have been known to cause kinks in the hemostatic sheath. The IFU states " insert the arteriotomy locator into the angio-seal¿ insertion sheath, making sure the two pieces snap together securely."